Event description:
It was reported that creo mcs screws (2) have broken 1 year post operatively. This event occurred in (B)(6).

Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. No determinations can be made as to the cause of the reported issue.